Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Hospital retained.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which two screws broke during removal. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screws were disposed or still remain in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Hospital retained.

Event description:
On 04.13.2017 it was reported to k2m, inc. That a surgery took place in which two screws broke during removal. Surgery took place (B)(6) 2017.